Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor burst. The process step was not specified. The set was filled with fluorouracil 2250mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Per updated information from the customer, only a solution bag burst in the box containing the infusor device. Therefore, the infusor device is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.